Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1361 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1361 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). On (B)(6) 2016, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("medical device removed / within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire") in a 43 year-old female patient who had essure inserted (lot no: a47942) for female sterilisation. The patient had a medical history of pregnancy in 2013 and heart disease, unspecified, atrial fibrillation, prolonged menses, post coital bleeding, psychiatric symptom, anxiety depression, polyuria, dysmenorrhea, menometrorrhagia, uterine fibroid, menorrhagia and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1349 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). On (B)(6)2016, the event had resolved. The reporter considered uterine perforation to be related to essure administration. The reporter commented: trailing coil: right: 4 left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: radiopaque coils are present in the region of the patients. Fallopian tubes consistent with the patient's history of essure procedure. Contrast flowed normally within the uterus. There are filling defects within the uterus which could represent fibroids or synechiae. No contrast was seen to enter either fallopian tube. Impression : status post essure procedure. [Pathology test] on (B)(6) 2015: uterine cervix biopsy at 6 o¿clock: transformation with focal low grade intraepithelial neoplasia uterine cervix biopsy at 12 o¿clock: squamous mucosa with focal low grade intraepithelial neoplasia. Comment: there finding correlate with patient previous pap smear; on (B)(6) 2016: both tubes have deeply congested, smooth, purple-to-black serosa, fimbriated. Ends and pinpoint lumina. Within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire. A similar device is not identified on the right side in the fallopian tube or in the right cornu. Lot number: a47942, manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("medical device removed/within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire") in a 43 year-old female patient who had essure inserted (lot no. A47942) for female sterilisation. The patient had a medical history of pregnancy in 2013 and heart disease, unspecified, atrial fibrillation, prolonged menses, post coital bleeding, psychiatric symptom, anxiety depression, polyuria, dysmenorrhea, menometrorrhagia, uterine fibroid, menorrhagia and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1349 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). On (B)(6) 2016, the event had resolved. The reporter considered uterine perforation to be related to essure administration. The reporter commented: trailing coil: right: 4 left :4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: radiopaque coils are present in the region of the patient's fallopian tubes consistent with the patient's history of essure procedure. Contrast flowed normally within the uterus. There are filling defects within the uterus which could represent fibroids or synechiae. No contrast was seen to enter either fallopian tube. Impression: status post essure procedure. [Pathology test] on (B)(6) 2015: uterine cervix biopsy at 6 o¿clock: transformation with focal low grade intraepithelial neoplasia. Uterine cervix biopsy at 12 o¿clock: squamous mucosa with focal low grade intraepithelial neoplasia. Comment: there finding corre;ate with patient previous pap smear; on (B)(6) 2016: both tubes have deeply congested, smooth, purple-to-black serosa, fimbriated. Ends and pinpoint lumina. Within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire. A similar device is not identified on the right side in the fallopian tube or in the right cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("medical device removed / within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire") in a 43 year-old female patient who had essure inserted (lot no. A47942) for female sterilisation. The patient had a medical history of pregnancy in 2013 and heart disease, unspecified, atrial fibrillation, prolonged menses, post coital bleeding, psychiatric symptom, anxiety depression, polyuria, dysmenorrhea, menometrorrhagia, uterine fibroid, menorrhagia and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1349 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). On (B)(6) 2016, the event had resolved. The reporter considered uterine perforation to be related to essure administration. The reporter commented: trailing coil: right: 4 left :4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: radiopaque coils are present in the region of the patients. Fallopian tubes consistent with the patient's history of essure procedure. Contrast flowed normally within the uterus. There are filling defects within the uterus which could represent fibroids or synechiae. No contrast was seen to enter either fallopian tube. Impression : status post essure procedure. [Pathology test] on (B)(6) 2015: uterine cervix biopsy at 6 o¿clock: transformation with focal low grade intraepithelial neoplasia uterine cervix biopsy at 12 o¿clock: squamous mucosa with focal low grade intraepithelial neoplasia. Comment: there finding corre;ate with patient previous pap smear; on (B)(6) 2016: both tubes have deeply congested, smooth, purple-to-black serosa, fimbriated. Ends and pinpoint lumina. Within the proximal lumen of the left fallopian tube and extending into the uterine wall is a coiled silver wire. A similar device is not identified on the right side in the fallopian tube or in the right cornu. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : event-"medical device removal updated to uterine perforation".lot number added, reporters information patient medical history and surgical pathology reports were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.